Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in to report a hypoglycemic event the previous night with a fingerstick reading of 40 mg/dl. The patient experienced sweating, dizziness, and nausea during the reported event and treated with glucose tablets as a resolution. The user did not require outside medical assistance.